Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer has been receiving a button error for the past couple of months and stated that the pump showed black lines on the screen and then it turned off. Customer reported that he also got a couple of motor error alarms. Customer's blood glucose was over 200 mg/dl. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that the pump is dead. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.